Manufacturer narrative:
Investigation is not complete. The device history was printed at the user facility. A review of the history indicates that on (B)(6) 2013 between 1935 and 1940, the device was powered on, history cleared, morphine 1mg/ml was confirmed, device was set in the cca ICU mode, the device was programmed to deliver a loading dose of 2.5mg, 2.5mg loading dose delivered, the device was programmed in the pca only mode, with a 1.5mg pca dose, a 30 minute pca lockout, a 12mg four hour dose limit, settings were confirmed, one unmet demand, door was opened once and locked twice. Between 2013 and 2017, there was one 1.5mg pca dose, a 20 minute pca lockout, with a continous dose of 0.5mg/hr, a 20mg four hour dose limit, settings were confirmed, infusion was started 3 times, a door was opened and locked 3 times. Between 2026 and 2052, there were 15 unmet demands, there was one check vial alarm, one check syringe alarm, and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. A 2030, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. During the initiation of pca therapy, the nurse noted that the device did not deliver a dose when the patient pendant was pressed. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. During testing at the user facility, the device passed testing by delivering a dose when the patient pedant was pressed. Though requested, no additional information was provided.